Event description:
It was noted that the lead was capped due to a pre-existing noise problem.

Event description:
The pacemaker dependent patient fell, broke both wrists and sustained other injuries due to a syncopal episode. Telemetry showed several p-waves that were not tracked, resulting in several two-second pauses. Oversensing could not be reproduced and isometrics could not be performed due to the patient's injuries. The patient had several pre-existing conditions, including diabetes and a history of non-compliance which may have contributed to the event.